Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound scan: unable to visualize essure in both sides"), menorrhagia ("abnormal bleeding (menorrhagia)"), pituitary tumour ("growth of and complications related to a pituitary tumor / pituitary adenoma") and helicobacter gastritis ("helicobacter pylori gastrointestinal tract infection") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: denies hematuria. Previously administered products included for an unreported indication: depo. Past adverse reactions to the above products included weight increased with depo. Concurrent conditions included overweight. Concomitant products included cabergoline, ibuprofen and norlestrin fe (junel fe). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating / periumbilical abdominal swelling"), helicobacter gastritis (seriousness criterion medically significant) and mass ("mass or lump"). In (B)(6) 2016, the patient experienced vulvovaginitis trichomonal ("trichomonal vaginitis") and paraesthesia ("paresthesias in both hands"). On (B)(6) 2016, 1 year 9 months after insertion of essure, the patient experienced vision blurred ("vision/eye problems type: blurring") and dry eye ("dry eyes"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain"), hypothalamo-pituitary disorder ("disorder of pituitary gland"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and umbilical hernia ("periumbilical hernia"). In (B)(6) 2016, the patient experienced dysuria ("dysuria") and urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device : location of device : uterus"). On an unknown date, the patient experienced pituitary tumour (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), photophobia ("photo phobia"), pelvic pain ("pain"), hepatic enzyme increased ("elevated liver enzymes") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2017 underwent ablation). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown and the menorrhagia, pituitary tumour, abdominal pain, abdominal distension, back pain, migraine, weight increased, hypothalamo-pituitary disorder, vaginal haemorrhage, vulvovaginitis trichomonal, helicobacter gastritis, dysuria, urinary tract infection, headache, dysmenorrhoea, dyspareunia, vision blurred, photophobia, pelvic pain, fatigue, mass, hepatic enzyme increased, alopecia, device expulsion, dry eye, umbilical hernia and paraesthesia had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, device expulsion, dry eye, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, helicobacter gastritis, hepatic enzyme increased, hypothalamo-pituitary disorder, mass, menorrhagia, migraine, paraesthesia, pelvic pain, photophobia, pituitary tumour, umbilical hernia, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: migration of essure device. On (B)(6) 2016 ultrasound pelvis was done and showed essure in place on at least one side (unable to visualize both sides). On (B)(6) 2017 : hysterosalpingogram : mentioned that both coils migrated. In between uterus and tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming - menorrhagia,pituitary adenoma,migraine,elevated liver enzymes,dysuria,back pain " most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "disorder of pituitary gland, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), trichomonal vaginitis, helicobacter pylori gastrointestinal tract infection, dysuria, urinary tract infection, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: blurring, photo phobia, pain, fatigue, periumbilical abdominal swelling, mass, elevated liver enzymes, hair loss, migration of essure device : location of device : uterus, dry eyes, periumbilical hernia, paresthesias in both hands", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.